Event description:
It was reported that the patient had an infection and vegetation was found on the right ventricular lead. Bacteria were found in the patient¿s blood and were positive for methicillin-resistant staphylococcus aureus. The source of the infection was indicated as the lead tip. Antibiotic therapy and implantable cardioverter defibrillator (ICD) system removal were required. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The analysis performed revealed no anomalies were found and no issue was identified that required full analysis. Concomitant products: 694758 implantable tachy lead (B)(6) 2002. This device was included in the field action, but returned product testing found the device did not perform as described in the field action. (B)(4).